Event description:
Revision surgery of roi-c peek cage with vertebridge construct due to migration of peek cage into the canal. Revision surgery removed the vertebridge plates. Investigation of the returned implants suggests the inferior plate was not impacted into the slot of the roi-c cage during the original surgery and could not fulfill its function for fixation of the cage to the inferior vertebrae. This may have contributed to the peek cage migrating posteriorly towards the spinal canal. Review of the manufacturing records has determined that the peek cage and anchoring plates are in conformance to the specifications. The investigation is on-going.

Manufacturer narrative:
Additional expiration date: 02/01/2017.